Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to emergency department for a vibratory alert for high out of range impedance on an atrial lead. No intervention was performed because the measurement returned to normal. Patient will continue to be monitored. The patient condition was stable after the event.